Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had pump error 53. The insulin pump had passed canula test and the self test. The customer was able to clear the alarm. The customer was able to complete the pump rewind. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will continue the use of device.